Event description:
The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found liquid ingress and corrosion in the rf (radio frequency) head. Analysis also found rf head lens was cracked. Product ID 229047 analyzer. (B)(4).